Manufacturer narrative:
Follow-up #1: date of submission: 12/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged auditory issue was not duplicated in the evaluation. Review of black box history did not find any related warning or alarms. Caps were not returned and using test caps, the pump powered up to the verify screen with auditory and vibratory features. The sound volume was within specifications. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. Reportedly the audio settings were set correctly and the vibratory feature was working properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.